Manufacturer narrative:
A ge representative evaluated the system and replaced the generator battery pack. The system operates as intended.

Event description:
The customer reported the system displayed a generator failure error message during boot up. No patient injury was reported.